Manufacturer narrative:
The investigation found the stent returned deployed and collapsed at the both the distal and proximal ends due to dried residual blood, which is consistent with the condition observed in the customer provided image. However, the stent was able to fully open upon deployment from an in-house microcatheter during functional testing after being cleaned and returned to its original shape. Further investigation of the stent found there to the excess length of the distal and proximal inner stent wires, which may have caused or contributed to the incomplete expansion of the stent during the procedure. The findings from this investigation have been communicated to quality.

Event description:
See section h10.

Event description:
Stent did not open due to deformation: it was reported that after preparation, the stent was introduced into the patient¿s body. While attempting to deploy the stent, the stent became displaced from the intended site, so the stent was recaptured and repositioned several times. However, about the third time, the stent was felt to be opening abnormally, so the stent was withdrawn and removed from the patient. There was no friction while the stent was being withdrawn. Visual inspection of the stent revealed that the inner and outer layers of the stent had separated. Use of the stent was aborted and a new stent was used to continue the procedure. <additional information> - stent implantation site aneurysm location: ica, c2 parent vessel diameter: 4.9 mm on the proximal side and 3.8 mm on the distal side - antiplatelet and anticoagulant therapy: preoperative: administered (aspirin, clopidogrel).

Manufacturer narrative:
Based on the investigation and analysis results, provided in our inquiry response to the FDA on 20 mar2023, mvi concludes that the excess length of the inner stent as measured upon receipt was outside current specifications. However, whether this caused or contributed to the intra-operative difficulties is unclear. The stent was returned fully deployed and collapsed at both the distal and proximal ends, which is consistent with the condition observed in the customer provided image. The stent body od (outer diameter) is specified at 5.0mm (+/-0.3) and the inner stent appeared long on both ends. The proximal inner stent was found to be long by 3 cells at the proximal end. The distal inner stent appeared to have been cut at the appropriate location but still slightly exceeded the short loop apexes in some areas. However, during investigation, the stent was loaded onto a new pusher with a new introducer and advanced into a new microcatheter for investigation. The stent was able to fully open upon deployment during the investigation. The investigation did not replicate or confirm opening abnormalities. The length of the inner stent was inspected in the quality specification document. Per this step, the ends of the inner stent wires should not protrude out beyond the short loop apex. As seen in, the distal and proximal inner stent wires are protruding past the short loop apex. It is unknown if the manipulation of the device post procedure was a contributing factor to this potential dimensional discrepancy. In september 2020, the manufacturing engineering team along with the research and development team developed clarifications to the manufacturing procedures, to support the proper inner stent measurement and cutting processes. The device being referenced in this report was manufactured in july of 2020. H10: correction h6.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device along with an image and medical notes were returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that after the fred attempted to be deployed in the ica,c2, the stent became displaced from the intended site, so the stent was recaptured and repositioned several times. However, about the third time, the stent was felt to be opening abnormally, so the stent was withdrawn and removed from the patient. There was no friction while the stent was being withdrawn. Visual inspection of the stent revealed that the inner and outer layers of the stent had separated. Use of the stent was aborted, and a new stent was used to continue the procedure. No patient injury occurred. There was no health damage.